Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had under-sensing of ventricular fibrillation (vf) resulting in a delay in therapy. The patient arrested, the family called the ambulance, but resuscitation was not successful, and the patient ultimately passed away.